Manufacturer narrative:
A DHR review was completed for the associated lot. No identified nonconformances or complaints received for this lot number. With the limited information received, no further action is warranted.

Event description:
Customer reported grounding pad burns that required further medical intervention.